Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-9218-55 serial/lot: (B)(4). Description: precision m8 adapter, 55cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced an infection at the lead site. The patient was implanted with a competitor's leads. The patient was administered antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was related to the ipg. The patient had seen an infectious disease specialist and the infection has resolved.

Event description:
A report was received that the patient experienced an infection at the lead site. The patient was implanted with a competitor's leads. The patient was administered antibiotics and underwent an explant procedure.